Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device, intended for use in treatment, was returned for evaluation. Visual inspection found device to have a broken back enclosure. During functional testing no issues were found in relation to charging of the device: the device was able to charge as would be expected. On this occasion, we have not been able to confirm the reported failure mode and subsequently identify a root cause. Potential factors that could have contributed to the event include: device damage by an internal issue with tubing. If the integrity of the inner tubing is compromised in any way, when the charging port is connected, power does not reach the battery and subsequently the device does not charge (which is why the charging symbol does not light up). This can be caused if the device is damaged, perhaps during transit. Another potential cause of charging failure is overheating. To comply with safety regulations this device will fail to charge if it reaches 45°c. This can be caused by the external temperature, how the device is stored and also the heat produced by the device. The device will still carry out npwt at this temperature but will not charge. The temperature of the device can be reduced by storing it in a cooler place, making sure the device is charged prior to use or locking the screen when charging. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture. Finished product specification testing was satisfied at the point of release.

Event description:
It was reported that the pump was giving problems to charge while it is out of the housing. Different tests performed. No patient injury or harm due to this issue. No delay reported. Back-up device available to continue with the therapy.